Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. Their dentist stated they conducted an initial orthodontic consultation on the patient and have determined that their current dental condition is not only unsatisfactory but has resulted in significant malocclusion. Given the severity of patient's condition it is recommended they seek comprehensive orthodontic treatment from a licensed orthodontist to correct the malocclusion and restore proper function. This is a contraindicated patient for veeners.